Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events: 3 events were reported for this quarter. Product return status: 1 device was received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a mechanical problem. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device fractured. 2 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 2 devices were received. 1 device was not available for evaluation. Event confirmation status 2 reported events were confirmed; the cause traced to component failure. Evaluation results 1 device was found to be affected by corroded contacts. 1 device was found to be affected by fractured housing.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device fractured. 2 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device fractured. 2 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices investigation type have not yet been determined.   Evaluation status in progress 2 device evaluations are in progress.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.